Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Manufacturer narrative:
Device received for this event is being corrected from astratech impl ev 4.2s 11mm os. Catalog # 26323 to osseospeed ev 4.8 s - 9 mm catalog # 25234. Correcting lot # from 442688 to unknown. Correcting the implanted date, explanted date from implanted date on (B)(6) 2019 and explanted date on (B)(6) 2020 to unknown. Correcting occurrence date from (B)(6) 2020 to unknown.